Event description:
During procedure the capio needle "bullet" retained in patient ligament.====================== health professional's impression======================the needle "capture" portion of the capio device failed to retain needle.